Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Upon further follow with the customer, it was noted that the foreign material appeared to be a cleaning brush. The scope was being borrowed by another facility when cleaning occurred. It was confirmed there were no deviations from the instructions for use (IFU) regarding reprocessing at the their facility. Based on the results of the investigation, the root cause could not be determined. The cause of foreign material remaining in the device could not be specified. The event can be prevented by handling the device in accordance with the following IFU: chapter 6 "compatible reprocessing methods and chemical agents" chapter 7 "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had a foreign object stuck in the insertion tube. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that a foreign object was stuck in the insertion tube due to insufficient cleaning or handling of the scope. During further inspection, it was observed that the control knob had evident play. It was observed that the scope glue had a crack. It was also observed that the light guide tube had minor surface scratches. It was observed that the cement had peeling. It was also observed that there was a cut on the pink probe and missing bonding glue around the forceps cover. It was observed that there were multiple broken elements. Lastly, it was observed that there was customer tape on the insertion tube boot. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.